Event description:
Pt was electively admitted for ICD replacement due to normal battery depletion. Upon removal of pulse generator it was noted that there was a laceration (about 1/4" in length) of insulation the rate sensing lead. An entire new system was subsequently implanted. Baystate medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admissioon that a reportable event has in fact occurred.